Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 400 mg/dl. Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available.